Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that a distal locking screw would not meet up with the hole and nail during a trochanteric nail fixation procedure. It was reported that the surgeon was repairing a fracture and as the surgeon was drilling the hole for the locking screw, the drill bit would not meet up with the hole and the nail. Surgery was delayed by 30 minutes. This is report 3 of 5 for (B)(4).

Manufacturer narrative:
Additional narrative: the devices 357.411, 357.366, 357.386, 357.389 were received intact. All devices have evidence of scratches and wear consistent with regular use. No evidence of hammering or material distortion of any kind. The returned devices are critical components of the ti trochanteric fixation nail system intended for the intramedullary fixation of proximal femur fractures. The returned components were assembled to a sample trochanteric fixation nail (456.315, lot 6700338) and cannulated connecting screw (357.397, lot 6606047) to evaluate the interface of the components in the recommended construct per the technique guide. The components assembled perfectly and the ultimate alignment was precisely as intended when used with a sawbones femur sample. The construct using the returned components was built and aligned with the sample femur successfully 10 plus times with no misalignment issues detected. The relevant drawings were reviewed and determined to be suitable for the design, application and dimensional conformity for these devices. It is likely the misalignment described was the result of the method of use applied with the collective devices and not as a result of a design deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was completed: no issues were found during manufacture that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.